Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank with normal auditory tone and vibration. The battery compartment and cap were found to be undamaged and functioning properly. The pump cover was removed and no moisture or damage was observed to the internal components. The original complaint of a call service 064 alarm could not be confirmed due to the blank screen issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.